Event description:
Event description guidant received information that this 4243 atrial lead exhibited impedance measurements greater than 2500ohms in both unipolar and bipolar configurations. Patient has had shortness of breath. A review of the electrograms indicated loss of capture and undersensing in the 4243 atrial lead, and possible loss of capture or pacing into the refractory period in the 4285 ventricular lead.